Manufacturer narrative:
The customer did not request service; however, the handpiece has been exchanged. The replaced handpiece is returning for in-house investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a surge occurred when removing the last remnants of a cataract that caused a posterior capsule tear in two patients. An anterior vitrectomy was required during the initial procedure. This is the second of two medical device reports for this facility.